Event description:
A customer called beckman coulter regarding 2 erroneously elevated accu tni test results form 2 different pts that were generated by the synchron lx i725 instrument. Pt a had an elevated accu tni result of 2.37 ng/ml. The elevated accu tni result was reported out of the lab. The elevated accu tni result was questioned by the physician and requested a retest of the original sample. The repeated accu tni result was 0.09ng/ml. A corrected report was sent from the lab. Pt b had an elevated accu tni result of 7.46ng/ml (from sample I). The elevated accu tni result was reported out of the lab. The customer indicated that sample was "short draw" sample. Sample 1 was retested for accu tni and the result was 0.55ng/ml. The customer indicated that a new pt sample (2) was collected and tested for accu tni. The accu tni result for sample 2 was 0.30ng/ml. The customer did not provide any additional info regarding these events. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to this event.